Event description:
It was reported that foreign matter was found in the bd safetyglide¿ needle after unpacking it. The following information was provided by the initial reporter, translated from chinese to english: "unpacking and finding that the space is dirty".

Manufacturer narrative:
H6: investigation summary: one photo was received showing a loose safetyglide needle (p/n 305905). The photo was visually evaluated. The needle shield appeared to be covered in a gray foreign matter amount observed was rejectable per product specification. It was not able to be determined from the photo if the foreign matter was embedded or loose. A physical sample is necessary to perform a more complete evaluation. A physical sample is required for a more thorough evaluation and potential root cause determination. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: hypodermic single lumen needle, medical device type: fmi. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd safetyglide¿ needle after unpacking it. The following information was provided by the initial reporter, translated from chinese to english: "unpacking and finding that the space is dirty".